Manufacturer narrative:
Customer service sent a replacement pump to the customer and asked for the return of her old pump for evaluation. In follow up with a complaint handler on (B)(6) 2026, the customer stated that she was sent a replacement pump and she had sent her pump in for evaluation. Additionally, the customer stated she had developed mastitis on (B)(6) 2026 and was prescribed antibiotics. On 3/25/2026 the pump was evaluated and found to have liquid damage to the pc board. Based on the results of our internal investigation (CAPA-2025-0027) including published literature, it cannot definitively be concluded that the pump caused or has contributed to the customer's reported mastitis. According to published clinical literature, mastitis incidence in lactating women, with or without a breast pump, can be as high as 33%. In fact, clinical guidelines recommend the use of a breast pump to facilitate the removal of breast milk during periods of mastitis. Additionally, complaint trends across all medela pumps show mastitis incidence consistently below 0.1%, far lower than the 3-20% occurrence in the general population of lactating women [2].

Event description:
On (B)(6) 2026, the customer alleged to medela llc while using her pump in style pro the motor malfunctioned causing the pump to lose suction. Additionally, the customer alleged that she developed mastitis requiring antibiotics.